Manufacturer narrative:
Device manufacturing date is not available for this system at time of filing. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
Information was received from a health care professional via manufacturer representative regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that after moving from the registration task to the navigation task, the screen went black for approximately 3 seconds before resuming as normal. There was no reported delay to the procedure due to this issue and there was no reported impact on patient outcome.

Manufacturer narrative:
Correction: device manufacturing date was updated. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the alleged anomaly.

Manufacturer narrative:
Additional information: patient identifier and date of birth provided. Correction: patient weight updated.

Manufacturer narrative:
Additional information: device manufacture date and unique device identification (UDI) updated to proper value. A medtronic representative went to the site to test the equipment. Testing revealed that the application software was uninstalled and reinstalled to restore functionality. The system then passed the system checkout and was found to be fully functional.